Event description:
A malfunction was reported with the display of malfunction code 12, which did not cause any adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for loading a cartridge and starting a sensor session. The customer was informed to continue using the pump and advised to call back if the malfunction recurred, which the customer acknowledged.